Event description:
Lead and another same model lead serial number 013101. Were capped and removed from service because of: "insulation failure." Implanted-1/24/92. Removed from service-8/11/95. Implanted-42 mo.